Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine check. Upon review, the right ventricular lead exhibited low impedance. The lead was explanted and replaced on (B)(6) 2018. The patient was stable throughout and will be followed up normally.

Event description:
New information received noted the right ventricular lead exhibited an outer insulation anomaly.

Manufacturer narrative:
Outer insulation and compression of the outer coil damage was noted 23.6 cm to 24.7 cm from the pin consistent with clavicular crush damage. The inner insulation was found to be damaged exposing the inner coil with one outer coil filar broken/separated in the clavicle crush region. This is consistent with the observation from the field of low lead impedance and outer insulation damage.